Event description:
Reporter stated that pt experienced a seizure around 9:30am. Reporter treated pt with a glucogon injection and immediately tested pt's blood glucose, using the suspect device, with a result of "lo" (<10mg/dl). Reporter stated that a relative subsequently phoned emergency medical services for assistance. While awaiting paramedics' arrival, pt's blood glucose was reportedly retested, using the suspect device, with a result of 93mg/dl. Upon their arrival, 6 minutes later, pt's blood glucose measured 36 mg/dl on paramedics' device and 98 mg/dl on the suspect device. Paramedics treated pt with oxygen and repeatedly tested pt's blood glucose (values not provided) to ensure that glucogon injection was working. Pt was not transported to the hosp for add'l treatment. Reporter noted that, shortly after paramedics left, pt was en route to doctor's office and reportedly became disoriented. Reporter opted to bring pt to hosp instead. At hosp, pt was reportedly treated for dehydration with 2 bags of intravenous saline solution and a CT scan was performed. Reporter noted that pt was released 4 hours later. Reporter stated that the last test performed on the suspect device, prior to seizure, was approx 12 hours earlier with a result of 432 mg/dl. Reporter noted that pt does not normally base insulin dosage on the device results; rather, pt delivers insulin according to symptoms. While on the line with technical support, reporter was unable to locate the value of "lo" in the device's memory. Quality control testing was reportedly performed on the system, but the reporter did not know the results. Technical support requested the return of the suspect product and replacement product was shipped.